Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) was 1250 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer tried to address elevated bg with a bolus via the pump and manual insulin therapy. Customer went to the emergency room and was admitted to the intensive care unit. Customer was treated with intravenous fluids of insulin and saline. Treatment resolved the issue and reportedly the customer had an ulcer and impaired vision, as bg was still 700 mg/dl. Customer was released from the hospital on 12/12/2022. Customer declined further troubleshooting and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.